Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure the patient was dissatisfied with level of visual clarity, bother by halos. The iol was exchanged in a secondary procedure. Clinical reason for explant visual halos. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).